Event description:
This started years before (B)(6) 2025, however, that's the date it all changed my health. In 2009/2010 my doctor implanted the essure coils, over the years the symptoms started to get worse, I didn't feel healthy, but I kept going, in my life, because I had too, through extreme fatigue, pain, discomfort, weight gain,, struggling to breathe, out of breath, like I ran a marathon, unbearable cramps, extremely bad menstrual cycles like heavy bleeding/hemorrhaging with blood clots due to essure coils, the migration of the essure coils, I'd fight off the numerous complications of the essure coils, including the blood clot that caused me to have a stroke on (B)(6) 2025, with a blood pressure increase of 200/135, at the age of 50, while my body was rejecting the essure coil implants all the years, but also during that time it was a gradual decline in my health with worsening symptoms and pain, the only way to rid of the essure coils was by surgery, a full hysterectomy, however, when first implanted, I as a patient was never informed of that a complete hysterectomy would have to be performed. Also, as a patient with essure coils implants, I was never notified by any physician, letter, class action lawsuit taking place, I was not informed by anyone or advised by anyone that I should be part of the lawsuit against the company that manufactured a device that would cause life long harm, pain and suffering or even death, that blood clot from the essure coil implants was life threatening to me. On (B)(6) 2025 I went on medical leave from my employer and I am currently on medical leave as of today (B)(6) 2025. In (B)(6) and in (B)(6) 2025 I advocated for myself, I called my ob/gyn (obstetric and gynecologist) to get an appointment, however, her office was completely booked and no open schedules to get right in, even mentioning the complications I was having and worsening, I had to demand a sooner appointment, there was no more time to waste, as my health was continually to decline, my ob/gyn finally got me in, so I could explain my health, symptoms, discomfort, etc. She advised of the laparoscopic hysterectomy, we then scheduled the surgery for (B)(6) 2025, while other tests like the vaginal ultrasound was performed for any abnormalities, which showed cysts and polyps, a cysts that was by the migrated essure coil, the surgery had to be rescheduled, to wait on the test to be completed by pathology specialists, after days of waiting, the results were thankfully benign and the laparoscopic hysterectomy surgery was scheduled for (B)(6) 2025 to remove all of my reproductive organs, to fully remove the essure coils, once the essure coils were removed my body was finally healing, I noticed a tremendous improvement/difference, I had energy, I could finally breathe without struggling, all of the symptoms were no longer present. If I would have known the essure implants could have caused me so many health issues or even death, I wouldn't have got those implants, nor put myself in harms way, when the essure coils were implanted years ago I was believing I was preventing any harm to my body, that it was something good, and those essure coils were a threat to my health, to my body, my way of life, and now I am unfortunately left with the affects of the stroke the essure coils caused, that I will have for the rest of my life. I am bringing all of this to your attention because this is my time that I never got, to provide you with my complications and life threatened by the essure coils implanted into my body, that no one reached out to me, and I was unfortunately left out of the lawsuit against the company that manufactured these silent killers into women's bodies, this happened to me, and I was left out of gaining any settlement(s), that was owed to me for putting my body, my health in a tremendous harmful way, that manufacturer did this to me, and knowing, what we didn't know! Patient code: 1849, 1994, 2330, 2607, 1816, 2543, 1888, 1959, 4417, 1908, 1800. Device code: 4003, 1524. Reference reports: mw5178298.